Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The aortic neck was described as short and hostile measuring 10 mm in length, 20 mm in diameter proximally and 21 mm distally with an acute angle of 45 ¿ 50 degrees. It was reported that after the bifurcated stent graft was implanted there was a proximal type I endoleak. The physician decided to implant an endurant aortic cuff in an attempt to resolve the endoleak; however, the endoleak did not resolve. The endoleak was attributed to the short, angulated aortic neck and stent graft oversizing. Another manufacturer's bare metal stent was placed within the endurant cuff and the endoleak was diminished but it did not completely resolve. No further intervention was performed and the decision was made to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Short and angulated aortic neck. Stent graft oversized. Conclusion: endoleak. Short and angulated aortic neck. Stent graft oversized.